Event description:
As reported by edwards lifsciences affiliate in spain, through review of medical article early postoperative mitral bioprosthetic thrombosis during ECMO support: urgent transcatheter valve in valve implantation , corresponding author dr. Guillem muntane carol, the following events were identified as pertaining to an edwards device: a patient had papillary muscle rupture following an acute myocardial infarction and underwent surgical mitral bioprosthesis implantation with a 25mm carpentier edwards magna ease bioprosthesis. After that, the patient failed to wean off cardiopulmonary bypass, leading to the initiation of femoral veno arterial extracorporeal membrane oxygenation (va ECMO) and a subsequent bioprosthetic mitral valve thrombosis (bmvt), due to stasis associated with the ECMO support. Surgical intervention was performed to extract the thrombus from mitral prosthesis; however, despite initial improvement, it recurred. Consequently, a 26mm sapien 3 valve was implanted in a mitral valve in valve procedure by transseptal approach using femoral venous access. Additionally, a sentinel cerebral protection device was used. The subsequent hemodynamic evolution was positive, permitting the weaning off ECMO and later extubation. However, the patients clinical course was later complicated by a stroke in the posterior temporal region and critical illness myopathy. Several complications arose, most notably acute kidney injury, which required hemodiafiltration. Ultimately, the patient died on day 45 of hospitalization due to a nosocomial pulmonary infection. As reported, the patient arrived in very poor condition and with no left ventricular function, and underwent emergency surgery to replace the mitral valve in an attempt to see if the ventricle would recover. A few hours later, an ECMO was placed to him, and as he did not respond, they decided to perform a valve in valve procedure. However, the patient ultimately passed away. The failure was not related to the valve; the heart was not functioning.

Manufacturer narrative:
E1 phone number : (B)(6). Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post procedure, but thv patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the exact mechanism of the event is unknown therefore it is not possible to determine an exact cause, however there are patient comorbidities such as advanced age, history of aortic stenosis, that may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.